Event description:
The patient had a pseudoaneurysm that needed a stent graft in a left forearm loop graft. The approach was left arm access, venous side and sheathless. The doctor first used the 10 x 80 mm stent graft and a hydrophylic .035" guidewire and met much resistance. Because it was a loop graft, it was difficult making the sharp turn. The stent graft deployed, but was misplaced, so a second attempt was performed.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was received for evaluation. The safety blister was missing. The system was completely released. The sheath was kinked proximally. The tuohy borst adapter was closed and detached from the female luer lock. The distal spring cap was missing. The stent was missing. The inner catheter was not visible. The guide wire was missing. The complaint for misplacement is inconclusive, as the event cannot be reproduced. A connection between the misplacement and the described resistance during the use with the system cannot be reproduced as the guide wire used for the procedure was not returned. Based on the sample evaluation and the information, the results of the investigation are inconclusive and the root cause is unknown. This application represents an off-label use. This application represents off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted.